Event description:
Rv lead high rv threshold elective replacement high thresholds. Thresholds> 2.5 unstable thresholds. Thresholds varied from 1.25 - 3. Symptoms - syncope. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).